Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure switch was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement